Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported on the date of a CT, 11 and a half years later, a type ib endoleak was identified from the left iliac limb iexch202055. Intervention was performed that day, the internal iliac artery was coiled and then 2 x endurant limbs were implanted. This resolved the endoleak. As per the physician the cause of the event was anatomy. No additional clinical sequelae were provided and the patient is fine.